Event description:
Inflation of the balloon catheter was conducted at 8, 12 and 14 atms to pre-dilate the lesion site for stent deployment. Upon removal of the balloon catheter from the pt, it was noted that the proximal portion of the ballon was partially detached. No pt injury was associated with this incident. Another co balloon catheter was utilized to complete the procedure.